Event description:
It was reported that there was kinking on the meter and the tubing connection. Also stated that they had urinary retention potentially causing the urinary tract infections on 2-3 recent patients at sco due to this kinking problem. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product was used for patient treatment. Visual evaluation of the returned photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the phot sample noted a kink in the outlet tubing at the near the urine meter. This does not meet specification per " bent tubes are not allowed". No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was kinking on the meter and the tubing connection. Also stated that they had urinary retention potentially causing the urinary tract infections on 2-3 recent patients at sco due to this kinking problem. It was unknown what medical intervention was provided for urinary tract infection.